Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a roux-en-y procedure, the needle fell out of the jaw while suturing. This occurred after numerous successful suture passes and after toggling the needle back and forth at least 5 times. The needle fell out when the surgeon simply opened the jaws after making a successful suture pass. There wasn't added tension on the needle from the suture. The same device was reloaded with two additional reloads from the same lot. Each one of these additional reloads fell out of the devices jaws too in the same manner without additional tension on the needle or suture. There was no patient injury or hazard. There was user involvement. There was no user injury or hazard. There was not a delay in surgical time of more than 30 minutes. There was no unanticipated blood loss of more than 500cc. There was no unanticipated tissue loss. There was no irreversible tissue damage.